Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during rewind, nd the displacement test failed as a result of a motor encoder signal being out of phase.

Event description:
The customer reported that the insulin pump was exposed to an MRI and right after it alarmed motor error. Troubleshooting was performed. Instructed the customer to disconnect before entering the same room the MRI machine is located. Advised the customer that the insulin pump will be replaced. No further info was provided.